Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary that the drawer would not close. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,28-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer 7 in auxiliary was hard to open and close because of damaged ball bearing by the cage on the left-hand rails. The field service engineer took the rail from it and replace the damaged one to resolve the issue. The system functioned as intended after the field service engineer repaired the device.